Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead had dislodged. The lead was not used, and a new lead was implanted. The patient was stable throughout.